Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined and there was no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a loss of aspiration occurred. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. The catheter was leaking at the pump during the procedure. An error message appeared after about one minute of running the device. The catheter quit working and a loss of aspiration occurred. The procedure was completed with the reported device. There were no patient complications reported.